Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a loss of capture. The patient was examined in the physician's office, and the problem was corrected by increasing the amplitude of the device's output pulse. The physician planned to replace the device in the next week as he did not feel that there was an adequate safety margin with the present device.